Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified and severely tortuous lesion located in the prox rca. The device was removed from its packaging and inspected, with no issues noted. The lesion was pre-dilated. It was reported that the device could not cross the lesion due to the severe calcification and tortuosity of the lesion. No resistance was encountered during passage. The device was successfully removed from the patient, but the physician noticed that the stent appeared to have deformed on removal. The physician commented that the event was related to the difficult lesion morphology. The physician completed the procedure, using a non-mdt 3.0*30 stent, without any further complication. No patient injury was reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.